Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed which could be reproduced by arm movements. Likely the noise was due to an electric armchair used by patient. Patient condition was currently unknown.